Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast and blood in the inflation lumen and balloon. The tip, balloon, markerbands, bonds, and inner shaft were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a 7mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-nov-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (mlad) artery. After a non bsc guide wire crossed the lesion, a 2.5x15mm non bsc balloon catheter was advanced for pre-dilation but inflation was not good. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was then advanced for further dilatation but failed to cross the lesion. The device was removed and pre-dilation was completed with a 3.0x8mm quantum¿ maverick¿ balloon catheter. A 3.0x24mm synergy drug-eluting stent was then deployed. Post intravascular ultrasound (ivus), the residual stenosis in the proximal lad was confirmed and plain old balloon angioplasty (poba) was performed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.